Event description:
Pdc received a call on (B)(6) 2011 with report of a medical intervention. Date and time not provided. Caller, pt's daughter, stated pt tested with the prodigy meter and received a reading of 67mg/dl. Pt wasn't feeling well and called the medics. Their meter read 17mg/dl. No info was provided on treatment or whether pt was taken to the hospital. Pdc sent replacement along w/a prepaid envelope and requested return of suspect product(s).

Manufacturer narrative:
Pt said she threw the suspect device away. Meter could not be evaluated.